Event description:
It was reported that the device did not recognize the cassette. The incident occurred while locking the cassette. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in before for repair related to the customer stated problem. The customer problem was confirmed as the device alarms "cassette not attached properly". To correct the problem, the downstream occlusion (dso) sensor will be exchanged.